Event description:
It was reported that a loop recorder protruded from the patient¿s pocket. No information was available on how the pocket was opened. The device was removed on an unknown date. The patient was fine before and after the procedure.